Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.

Event description:
Device was being used on patient (heat stroke victim) when problems were noticed. Temp is non functional. Spo2 reads low, 89 when it should be 97. Nibp is high, gave reading at 200/90, when it should be very low. Problem notice in april, no specific date/time available. No harm to patient as backup equipment was used.